Event description:
The customer reported that the transformer housing for her breast pump was cracked open.

Manufacturer narrative:
A replacement power supply was sent ot the customer. In f/u with the customer,she indicated that the transformer had a crack by the screw. She also indicated that she did not witness any sparking, flame, or fire and that no serious injuries were sustained as a result of the issue. As of this date the product has not been returned. Should the original product be received resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(6). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.